Manufacturer narrative:
According to the customer, the nebulizer stopped aerosolizing her medication on (B)(6) 2026, causing her to be missing her "duo-neb" treatments that she administers "daily and as needed" for her asthma diagnosis. The customer reported that the nebulizer is turning on, the medication is bubbling, but there is nothing administering through the mouthpiece. The customer reported she is experiencing "persistent mucous and coughing" and is attempting to relieve the symptoms with "albuterol and other inhalers". The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer stopped aerosolizing her medication on (B)(6) 2026, causing her to be missing her "duo-neb" treatments that she administers "daily and as needed" for her asthma diagnosis. The customer reported that the nebulizer is turning on, the medication is bubbling, but there is nothing administering through the mouthpiece.